Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of a davf (dural arteriovenous fistula) on the underside tentorium. On (B)(6) 2013, the patient underwent onyx embolization without issues and post procedural angiographic results were perfect. On (B)(6) 2013, the patient reported that they experienced headache, dizziness, and nausea the day after the procedure. The headache has since disappeared, but the dizziness and nausea remains and incapacitates the patient. The cause of the dizziness could not be determined after extensive investigations with MRI (magnetic resonances imaging), vestibular lab, etc. It was suspected that the solvent in the embolization material (dmso) may have affected the brainstem.